Manufacturer narrative:
Gtin: (B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the shaft insulation is cracked.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan) the probable root causes are normal wear, user misuse, or improper sterilization methods. (B)(4).

Event description:
It was reported the shaft insulation is cracked.